Event description:
Pt initiated on 6 hr dobutamine infusion via pump. Infusion rate set at 11 cc/hr. After 3 hrs, pt had received only 18 cc volume. Pump program checked and found to be correct. Pt switched to another pump. Infusion continued for prolonged period of time.